Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2014-58774.

Event description:
It was reported that the customer smelled insulin while troubleshooting no delivery alarms with the insulin pump. The customer's blood glucose was 279 mg/dl. The customer did not see any type of moisture residue in the reservoir chamber or on the insulin pump. The no delivery alarms could not be troubleshot as they were past events. Nothing further was reported.